Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04675. It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise. The patient was asymptomatic. The lead was explanted and replaced. The patient's implantable cardioverter defibrillator (ICD) was under battery advisory so the physician elected to prophylactically explant and replace the ICD as well. The patient was stable throughout the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.